Manufacturer narrative:
Concomitant: product ID 3998, lot# la9461, implanted: 2002-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3708240, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had to recharge several x/week whereas the patient recharged their previous implantable neurostimulator (ins) ¿q10 days.¿ it was noted that the first ins was not a sensor. It was noted that that electrode zero and two had impedances of >10,000 ohms. Actions required as a result of the event include explant and replacement. It was noted that the entire system was replaced. The product status of the ins and lead was explanted complete. Symptoms or complications included less than 50% therapy relief at an unknown location. The event occurred during normal use. Diagnostics or troubleshooting included impedance testing, x-rays and reprogramming. The patient¿s status at the time of this report was alive with no injury. It was later reported that the patient had good coverage with the new lead and ins as of 2014-(B)(6). The patient was very happy with the new stim.